Event description:
This report is to advise of a fracture found in the sheath during analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath was noted to be fractured and partially detached at the distal end. Additionally, the sheath was yellowed and noted to be cracked in multiple locations. The damage is consistent with degradation of the device due to improper storage conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath degradation unknown.